Event description:
Autoeffluent cassette lot 23b1501 was leaking from bottom of large fluid collection bag where line goes into bag. Cassette removed from service. Reported issue with baxter's icon phone line.